Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). In a follow up call to the facility to gain additional information on the event, the reporter stated that he did not know the exact date the incident occurred on. He said that the pump was removed from service and not used after the incident. No adverse reactions occurred as a result of the incident. The actual device and log history files have not been returned at this time. A follow up report will be submitted when the investigation results become available.

Event description:
(B)(4).